Event description:
It was reported to baxter (B) (4) that a baxter singleday infusor had overinfused during patient use. According to the customer, the patient is female (mpl) who was being treated at home when the overinfusion occurred. The infusor was filled with sodium chloride (nacl) then with 2g of 5-fu and the total fill volume was 48 ml. The reporter stated that the nacl and 5-fu were not baxter product. According to the reporter, the solution was not filtered, the prime occured as expected and there was no forced prime performed. The flow was not checked after filling, but there were no air bubbles observed in the inlet. The flow regulator was in direct contact with the patient's skin. The infusor was stored in ambient temperature. The patient was connected to the infusor through a huber needle set at the level of the chest. There was no hypothermia of the patient nor heat spot close to the patient. There were no other infusion connected at the same access point. There is no report of patient injury or medical intervention. The sample is not available for analysis. No additional information is available.

Manufacturer narrative:
The device is currently not available to be sent to baxter for evaluation, per the customer. Should the device or additional information become available, a follow-up report will be submitted. (B) (4)